Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) seal. The dso seal was replaced, and the dso sensor was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3: date of event: unknown. No information has been provided to date.

Event description:
It was reported that the battery compartment latch is cracked. The issue was discovered during testing, there was no patient involvement. The device evaluation noted a delaminated downstream occlusion seal.